Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 390-500s mg/dl) with a trace of ketones. Infusion set was changed multiple times and insulin injections were administered to address bg. Contact alleged infusion set was cause of elevated bg; however, no specific information was provided. Pump system check with tandem technical support (cts) found the pump to be functioning as intended. Reportedly, customer was using admelog insulin. Cts informed customer that admelog was not labeled for use with the pump. Contact acknowledged information.